Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2022 due to the mobile power unit (mpu) coming unplugged from the wall. The patient was reportedly asymptomatic. The backup battery in the system controller was enabled until power was restored to the mpu. Log file review confirmed low voltage/no external power events on (B)(6) 2022. It was additionally reported that the patient had 2 more episodes where the mpu came unplugged from the wall when going to the restroom. The log file captured 3 separate series of no external power events on (B)(6) 2022. Re-education was provided and it was suggested to move the mpu closer to the restroom.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log files. The log files contained approximately 19 days of data combined (10nov2022 ¿ 29nov2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were active on 15nov2022 from 19:03:02 to 19:03:12, on 19nov2022 from 3:59:52 to 4:00:00, and on 22nov2022 from 2:31:06 to 2:31:15 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was that the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 18oct2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.